Event description:
It was reported on (B)(6) 2011 that the patient experienced a lack of therapeutic effect and believed the battery was becoming weak. On (B)(6) 2012, the patient was reprogrammed by her hcp and the voltage was increased from 3.5v to 4v. The results of the reprogramming were "unknown" when reported on (B)(6) 2012 and the patient outcome was reported as "no injury". It was noted that the company representative believed the patient was going to receive a battery replacement in the future. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model: 435135, lot# nht006325n, implanted: 2007 (B)(6), explanted: na. Lead: model 435135, lot# nht006321n, implanted: 2007 (B)(6), explanted: na. (B)(4).